Event description:
I placed free style libre 3 on me and gave me a false reading as well as an infection at placement site. Sn (B)(6). I have 2 other devices that I refuse to apply. A replacement that abbott sent and one of 2 that was purchased with prescription. I am afraid to use these products due to the above. Abbott sent me one replacement that I told them I was not going to risk the mentioned again. The unused sn (B)(6) (sent by abbott) and (B)(6) and (B)(6) lott60002152 purchased with prescription.